Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during an implant procedure, after several attempts to position the lead, the physician pulled the lead back to the svc where the lead appeared to "catch" and not return to the right atrium. Upon removal of the lead, the helix was fully extended, even though it was initially confirmed to be retracted. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.